Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that compared to the 7 year marker, at approximately 8 years and 1 month following the transcatheter valve implant the mean gradient increased from 27 millimeters of mercury (mm hg) to 35 mmhg with new moderate left ventricular systolic dysfunction. No treatment reported.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a computed tomography (CT) scan was performed approximately 2 months following onset of this event. The CT identified a ¿well-deployed¿ transcatheter valve. Quite extensive calcifications along the different leaflets of the ¿neovalve¿ and responsible of mild-moderate reduced leaflet motion (relm). There may be mild associate hypoattenuated leaflet thickening (halt) but no significant hypoattenuation affecting motion (ham). At the time of the report there were not any changes to the patient¿s treatment based on the CT results.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the 2 paravalvular jets were mild-moderate in severity. The patient remained asymptomatic as result of this event. No treatment provided. A computed tomography (CT) was ordered to further assess the leaflet morphology and motion. The patient would be monitored to determine if intervention was needed.

Event description:
Additional information received indicated a transthoracic echocardiogram (tte) identified moderate to severe paravalvular leak (pvl) and total aortic prosthetic regurgitation.

Event description:
Additional information from a computed tomography (CT) consisted of confirmation of calcifications along different leaflets responsible for mild-moderate reduced leaflet motion (rlm). There may be mild associated hypoattenuated leaflet thickening (halt).

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 3 months following the implant of the transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) identified trace transvalvular aortic regurgitation, mild paravalvular leak (pvl), and mild total aortic regurgitation. Further, at approximately 8 years and 1 month following the transcatheter implant mixed aortic valve prosthetic degeneration with ¿severe¿ anterior leaflet restriction and moderate-severe aortic stenosis (as) was noted. As reported, the prosthetic leaflet commissures were not aligned. There was appearance of partial fusion anteriorly with mild transvalvular aortic regurgitation (ar) at the commissures in addition to two paravalvular leak (pvl) jets. Patient symptoms and treatment were not reported.

Manufacturer narrative:
Updated data: b2, b5, h1, h6 h1: new information supports update from malfunction to serious injury report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imaging review. A transthoracic echocardiogram (tte) dated may 27, 2026 was provided for review. The evolut implant appeared deep, with the inflow measuring approximately 10.3 millimeters (mm) below the anterior side of the frame and 12.6 mm below the posterior side. The prosthetic leaflets appeared calcified with limited mobility. The mean aortic valve gradient measured 35 millimeters of mercury (mm hg) with a peak velocity of 3.82 meters per second (m/s) which was suggestive of moderate stenosis. Moderate central aortic insufficiency was present with pressure half-time (pht) measurements, and two possible paravalvular leaks versus eccentric jets are noted. Moderate mitral, tricuspid, and pulmonic regurgitation were also observed. Bi-atrial enlargement was present. The left ventricular ejection fraction measured approximately 30%. Updated data: b5, b6, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.